Manufacturer narrative:
On (B)(6) 2019, the patient again began to experience new pain and went to urgent care for evaluation. The medical professional suspected infection and prescribed antibiotics (name, dose, and duration are unknown). At a follow-up appointment on (B)(6) 2019, with the territory manager and implanting clinician, the implanting clinician checked the incision site and determined that fr8a-spr-b0 should be explanted to prevent infection. Based on this information, the wound not healing was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the wound not healing is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details of a complaint regarding potential infection and skin irritation reported to stimwave on june 7, 2019, by stimwave territory.